Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent left total hip arthroplasty in 2000. Subsequently, patient was revised on (B)(6) 2015 due to osteolysis around the acetabular shell and wear of the polyethylene liner. The femoral stem, modular head, and polyethylene liner were removed and replaced with competitor stem and head and legacy biomet polyethylene liner.